Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the reported issue and determined the cause was a result of accidental user damage. No indication of either non-conforming material from shipment, and no indication of design anomaly requiring further action. The transducer was replaced to resolve the customer¿s immediate concerns and there was no further similar issues.

Event description:
A customer reported their intracavity c10-3v probe had lens damage, exposing metal components. The probe was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.